Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A customer reported to fresenius (B)(4) that a 2008k2 machine was unable to turn on. There was no patient involvement since the event occurred before treatment and the patient was not connected. A fresenius (B)(4) technician was scheduled to service the reported machine. A fresenius (B)(4) technician replaced the balancing chamber valve as well as the loading pressure regulator. The machine functions were reviewed, and a disinfection was conducted. The machine was left operating and ready for use. There were no parts being returned.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.